Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the patient treatment. New disposables used to continue the treatment without incident. The dialyer was reused 13 times prior to the reported event. The hct of the patient was noted to be 38 after the incident. Hcp reports no patient injury or need for medical intervention.